Event description:
It was reported that monitor did not work. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor is not the cause of the image reproduction errors. On the signal output of the video converter in the e-cabinet, there were loose connections. As of a part of troubleshooting activity, fse done reconnections and elimanited the error. After that system was returned to use in good working order. The codes were updated based on the investigation outcome.